Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect c8000 analyzer generated discrepant potassium, chloride, and sodium results for one patient sample. The analyzer generated an initial potassium result of 5.3, initial chloride result of 114, and initial sodium result of 157. The sample was repeated and generated a potassium result of 4.7, a chloride result of 100, and sodium result of 138. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The result log verified the customer's report. Additional review found the pre and post ict reference solution millivolt readings were stable and excessive variation was not noted. Repeating the sample resolved the issue. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.